Event description:
Ketosis: a physician from japan reported that a girl was hospitalized three times during the period of february to april, 1998 due to ketoacidosis. Her physician suspects that the novopen 1.5 in question delivered less insulin than the required dose. During the period of 2/1/98 to 4/22/98, the girl rec'd both humulin r (eli lilly insulin) and mixtard 30 hm ge penfill (novolin 70/30 [rdna] penfill insulin.) There were no major changes in dosages during this period. No further info concerning the girl or the event is known.